Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. Section h4 of the initial report indicated that the device manufacture date for the contour next one meter with serial # (B)(6) is (B)(6) 2021. The correct device manufacture date is (B)(6) 2020. Section h4 has been updated.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. The customer's age and weight were not provided.

Event description:
The customer reported that he obtained a difference of 40 mg/dl between the blood glucose readings received on the contour next one meter. No specific readings were provided. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.